Manufacturer narrative:
Iradimed evaluated the provided images and observed that a green "MRI safe" sticker had been placed on the base of a non-iradimed IV pole. Iradimed reached out to biomed, who confirmed that no patient was involved during the event and acknowledged that the incident resulted from user error, as a non-iradimed magnetic pole was provided to the user. This caused both the pole and the infusion pump to be attracted to the magnet. The customer's personnel have since been trained and instructed never to remove the pump from the "MRI safe" iradimed pole. According to the customer, moving forward, they will keep both the pump and the monitor on the same pole to streamline their workflow. The non-MRI safe pole involved in the event was a non-iradimed pole and therefore not manufactured by iradimed. However, since an iradimed infusion pump was attached to it and a clinical staff member was harmed, iradimed is reporting this event.

Event description:
It was reported that the customer experienced an event in the ICU where the iradimed pole was too large for their elevators, and they had to remove the iradimed infusion pump to transport it down to the MRI. Upon arriving at the MRI, they were provided with a non-MRI safe pole that was not an iradimed pole. This pole was pulled into the magnet, resulting in an MRI staff member's arm being broken.